Manufacturer narrative:
Analysis confirmed that the programmer would not power up; it had a bad power supply. It was also found that the stylus cable was damaged, but the stylus was still functional. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer did not power up after turning off suddenly. The programmer is expected to be returned for service. There was no patient involvement.